Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported blood splashes/ sprays back from the maxzero when disconnecting the blood collection device and when attaching a syringe during blood draws. The issue occurs more frequently with huber needles and ports than with PICC lines. The users were taught to wipe the droplet of blood off between removing blood collection devices and attaching flush syringes. The issue has been reported in the ICU and oncology areas. No details or documentation of any specific patient events provided. No patient harm or medical intervention was reported. No further patient/event information was provided.